Event description:
Pt states that over the course of 20 years she has had 4 philips respironics bipap machines that have lasted her 5 years each. Pt reports that on each machine, the heated humidifier has a water capacity of 1 cup which she notes only lasts her about 4 hours nightly which is insufficient for her duration of sleep. Pt states that she has been contacting the manufacturer about this water reservoir issue over the last 20 years but has received no acknowledgment from them. Pt reports that her last contact with the philips was last week and still has not received a call back in regards to her complaint. Pt states that she received information about a recall of her device and that when speaking with a company representative, she mentioned the water reservoir issue and alleges they told her that they have received hundreds of similar complaints. Pt notes that she has not been able to get a response from the manufacturer and that in all her years of device use she has not received any kind of notice from the company about her device experience. Pt notes concern that philips is not answering to the consumers or honoring the doctor's orders in regards to machine usage. Pt also states that when the water dries up in the reservoir she breathes in plastic fumes and gets dry mouth. Pt reports that she has been informed that these fumes can cause dental issues and that her symptoms have been on going for 20 years. Pt notes that this water reservoir issue is a systemic problem across all manufacturers such that no device on the market has a water reservoir bigger than 8 ounces according to her supplier and other people to whom she has spoken. Pt states that she has received 2 different recall notices from 2 different sources both asking her to register her device even though she had already registered her device. Pt states that there is so much dysfunction and that philips is poorly managed.